Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that 3 times over the last month or so, when patient used the programmer to attempt to change the level of stim it caused the most painful thing they've ever felt in their 84 years. Patient said it felt like they had a one inch knife blade into their guts, it "curled toenails" made their "eyes roll back", it really hurt and after they took the antenna off the pain continued for 5-10 seconds then went away and is no longer shocking/painful. Patient confirmed this happened after they connected (connecting did not cause it) and when they went to change the setting. Patient said it appears, the change caused it. Patient said they had wanted to change their setting because they have found that after 6 months or a year they no longer feel the flutter so they increase until they can feel it then back it down so they can barely feel it or no longer feels it. Patient said it had not been very high and they thought it had been 1.8-1.9 then just up a couple of tenths from there. Patient said they had wanted to adjust because they noticed more urinary leakage than normal and it does an amazing job, they are real happy with the device with the job it does and they are happy with the device, other than the shock . It was reviewed patient's potential to reduce stim, turn stim off or change the program until they have the chance to have their system checked in person, the patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned unrelated medical history. This included pt said they have had no other falls or accidents, no other medical tests or medical procedures, nothing in the last year.

Event description:
Additional information was received from the manufacturing representative. It was reported that the patient (pt) feels a "shocking sensation" when he makes an amplitude change. The sensation lasts for about 5 seconds. Pt said he does not feel that sensation any other time besides when he uses the icon programmer. Pt reports the issue started about 9 months ago. Rep said all the impedances are good and pt is getting good therapy. Technical services (ts) reviewed that it may be related to the lead wire being on top of the ins. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of no longer feeling the flutter is unknown. The clarified that their dissatisfaction is with the shocking when making stimulation changes. To try and resolve the problem the patient tried to vary the placement of the controller attempting to avoid the wires connect to the probe. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.